Event description:
While cleaning the counter top under the sharps container, the employee was stuck by a needle protruding from the bottom of the sharps container. First or second business day afterwards rptr called svc oper mgr out to review problem within the week. MFR's mgr explained at that time that this is a very rare type of incident and that co is in process of developing prototype for a new container and perhaps rptr would want to wait to see that before making a decision to change either type of container and/or installation location. Ultimately, the MFR is set to provide the user facility with their new prototype at no charge. This new container includes an outer safety cabinet. The user facility has also re-inserviced their staff on needle safety.